Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery. The customer's blood glucose level was 243 mg/dl. A cartridge change was performed resolving the issue. It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy.